Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low continuous glucose monitor reading followed by a sustained high glucose reading at 400 mg/dl confirmed as ¿hi¿ on a blood glucose meter after treating a pre-meal hypoglycemic episode reported at 67 mg/dl with multiple glucose sources and then eating, while using an ilet with a dexcom g7 continuous glucose monitor (cgm). The event was associated with patient behavior consistent with overtreatment of hypoglycemia and not announcing meals per healthcare provider guidance. Symptoms included hypoglycemia with shaking and subsequent hyperglycemia without reported symptoms. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and determined that the device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.